Manufacturer narrative:
(B)(4). The lead and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient felt no stimulation and had chronic pain symptoms. Implantable neurostimulator interrogation revealed high impedances. The lead and extension were replaced. At replacement, the hcp noted that there was damage to the proximal end of the extension. A new lead and extension were placed. Afterward, stimulation was fully functional. The device system worked as expected. There was no patient injury associated with the event.